Event description:
The device was returned to the service center for a report from the customer contact that the device would not download the drug library. This is not a reportable malfunction. However, during verification testing at the service center, it was noted that the device ac power cord had bent prongs.

Manufacturer narrative:
During testing it was found that the device ac power cord had bent prongs. The probable cause for the bent prong on the ac power cord is use in the customer environment. If the ac power cord is attempted to be removed from an outlet by pulling at angle, it is possible to bend or break the prong of the cord. The customer complaint was not confirmed. The device was able to download the drug library and pass connectivity test. No probable cause for the complaint was confirmed. This report represents all the information known by the reporter upon query by hospira personnel.